Manufacturer narrative:
The rptr indicated that the device did not cause the event.

Event description:
The end user's husband reported that his wife was driving the scooter in the garage when she made a sharp turn and fell from the scooter. He also reported that she may have run over a pile of rugs or uneven concrete in the garage. The end user sustained a stress fracture to her pelvis and a bruised wrist.